Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
See MDR# 1036844-2012-00268 for the first event with this patient. A second kit was opened from a different lot and the physician attempted to place the spring wire guide through the needle and again met resistance. At which time, they attempted to remove the wire. Upon extraction of the wire it began to unravel. As a result, a third kit was opened and placed successfully for the patient. There was no patient death or complications reported.